Event description:
It was reported that the device wsa used during a prostatectomy. It was reported that the clips would not hold. Another device was used to complete the case. There was no consequence to the pt.